Event description:
The nurse's incident report noted that a break in the double lumen umbilical vein catheter occurred around the 28 cm mark when no one was handling the catheter, nor was the catheter tangled on one of the baby's extremities. Blood was noted to be backing up in the catheter. The severed catheter end was clamped; there was no blood loss. The catheter had to be replaced. There had been no recent IV pushes of medications through the line in the hours prior to the break, nor were the IV fluids changed just prior to the event. The ports of the catheters are labeled, port one was the 22 gauge lumen, port 2 was the 18 gauge lumen. The pumps that were connected to port 2 were: another co's pump, that was delivering a continuous fentanyl infusion which was "y'd" into a second line of d20 with heparin delivered by a lifecare 5000 series 1.6 "plum pump" manufactured by another co. The pressures on the "plum pump" were recorded to be in the 50-60 mmhg range in the hours prior to the break. The other co's pump has a factory setting that activates the "occlusion" alarm. There is no pressure reading on the pump. There were three infusion lines connected to port 1, all were the lifecare 5000 series 1.6 "plum pumps." The infant was receiving infusions of d5 with dopamine, d5 with dobutamine, and normal saline. The pressure readings on these three pumps ranged from 0 to 20 mmhg in the hours preceding the breakage. Since frequently infants are on their abdomens, the catheter was not trimmed prior to insertion (concerned about the pressure of the hubs on the infant's skin). The catheter was secured in the routine fashion used for other umbilical catheters. A purse-string suture was placed around the umbilicus and the catheter was secured by tying the catheter between the 8 and 10 cm markings. Tape was placed a couple of centimeters further up the catheter (not near the point of breakage) and the ends of the suture were then taped to the catheter. Rptr was not present at the time of the event and has no explanation for the problem based on the nurse's report. Rptr contacted co and has sent the catheter for qa evaluation.